Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was a suspected infection of the pocket due to discoloration and a small hole at the suture site. Blood cultures were taken and the results were negative, indicating there was no infection present. The device was explanted and replaced electively due to the slight erosion of the pocket. The patient was stable with no consequences.